Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8216700, model: sc-8216-70, serial: (B)(4), batch: (B)(4).

Event description:
It was reported that the patients pocket site had popped and clear fluid came out. An infection at the pocket site was suspected. The patient was placed on antibiotics and underwent an explant procedure. Upon opening the pocket site, clear fluid was drained with no sign of infection. The physician determined that the site was not infected and the cause of the drainage was cerebrospinal fluid leakage (csf). The physician patched the tear and placed a drain in the spot. The patient was stable and remained in the hospital. The explanted ipg and lead were not returned as they were kept by the medical facility.